Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not completing the boot-up cycle during the initial power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The system pcb assembly was determined to be the cause of the reported issue. The device is no longer repairable and no longer under warranty. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device is not completing the boot-up cycle during the initial power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.